Event description:
A consumer reported a complaint regarding an error message (e-7). The customer reported feeling shaky and experiencing a headache, but medical attention was not needed at the time of the call. The product is stored according to specifications in the living room. The test strip lot's manufacturer's expiration date is 07/19/2026, and the open vial date was not provided. The customer also advised that he purchased 4 containers of test strips and mixed the contents of the containers together. However, the customer stated that the error occurred before he mixed the test strips. The customer declined to run a blood test during the call.

Manufacturer narrative:
Internal report reference number: (B)(4)-1. B2: adverse event report is being submitted due to symptoms related to diabetes: headache and shakiness. Meter and test strips were not returned for evaluation. Importer's (thi) retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Retention testing was also performed by the manufacturer (sinocare inc.) Using test strips from the same lot. Sinocare retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): insufficient blood sample applied to strip (user)notes: 1. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time. 2. Sinocare (a foreign manufacturer, fei #(B)(4)) and trividia health, inc. (A u.s. Company/importer, fei #(B)(4)) have entered into a customer service agreement. Trividia health, inc. Handles customer complaints for the trueness¿ blood glucose monitoring system and trueness¿ air blood glucose monitoring system (k231476 - class 2) and records customer information, establishing a unique complaint number.